Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was canceled due to a fault in the cryoablation systems. A visual-ice cryoablation system was selected for a renal cryoablation procedure. During the procedure set-up, the needles were inserted, and one of the channels did not log any needles. The needles were moved to a new channel, but the screen greyed out and no buttons could be pressed. The visual-ice cryoablation system was exchanged for a second visual-ice cryoablation system, and the needles were also exchanged for new ones. However, the same faults occurred with the new console and needles. The procedure was rescheduled to a later date as a result. The patient was sedated under general anesthesia at the time of the procedure cancellation. There were no complications reported.